Event description:
It was reported that the user experienced hypoglycemia while traveling and engaging in increased physical activity at a theme park, with a lowest blood glucose of 59 mg/dl and a reading of 82 mg/dl at the time of the call. Education was provided to pause the pump during strenuous activity and to use oral glucose for treatment. Symptoms included hypoglycemia, dizziness, and muscle weakness. Outcomes included self-treatment with oral glucose and no request for further assistance. Investigation included a troubleshooting and education review focused on activity-related insulin needs and pump use during exercise. Investigation of this case revealed user-related factors, specifically increased physical exertion without pausing insulin delivery, consistent with exercise-induced hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user management of activity leading to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.